Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to premature wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the rotations per minute (rpms) of the motor device was below specification. It was further determined that one of the nose pins was missing, the safety function was worn, and the device did not meet the speed requirements. It was further determined that the device failed pretest for rotational speed, safety, loctite and housing pin height. It was noted in the service order that the pin was missing. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.